Event description:
It was reported that during a stent placement procedure, the stent allegedly did not open as desired and later was deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the stent was returned for evaluation without the stent since it was placed in the patient as reported by the client. Provided images show a deployed stent in the bile duct with the proximal part of the deployed stent not yet fully expanded with the radio-opaque markers still partially fused while the distal part was fully expanded and elongated. The investigation is closed with confirmed results for difficult or delayed positioning/ expansion and stent elongation. Based on available information and the evaluation of the provided photos, the investigation is closed with confirmed results for difficult or delayed positioning and stent elongation. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the instruction for use was found to sufficiently address the potential risks, e.g., "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding use of accessories the instruction for use states: "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding preparation the instruction for use states: "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The IFU further states that "the lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.